Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Additionally, an increase of the ground path impedance (gpi) was observed, which is likely caused by bone growth over it. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Hearing performance with the device is affected. There is no incident of accident or trauma reported. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There is no incident of accident or trauma reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. Additionally, an increase of the gpi (ground path impedance) was observed, which is likely caused by bone growth over it. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. There is no incident of accident or trauma reported. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Additionally, an increase of the ground path impedance (gpi) was observed, which is likely caused by bone growth over the reference electrode. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Hearing performance with the device is affected. There is no incident of accident or trauma reported. Re-implantation is being considered but a date for surgery has not been scheduled.